Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the telescope "trueview ii", 2.7 mm, 0°, autoclavable had a chipped tip. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And it was confirmed, that the tip was chipped. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reportable malfunction occurred, due to the effect of an excessive mechanical force caused by an impact or fall. The particles under the flat glass are presumably fine particles that have come loose, during the impact. However, a specific root cause of the reportable malfunction could not be identified. Olympus will continue to monitor field performance for this device.